Event description:
It was reported that the patient experienced shortness of breath, chest pains and tachycardia. An echocardiogram was performed that showed cardiac perforation, pericardial tamponade and a large pericardial effusion was later discovered with large atrial collapse.the pericardial effusion was resolved after drainage procedure. The leads remain in use. The patient is enrolled in (B)(6). No further patient complications have been reported as a result of this event.